Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range impedances on a competitor's right ventricular lead. At this time, the pacemaker was programmed back to bipolar and remains in service. The patient will continue to be monitored remotely. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that after this device was programmed to bipolar, another high out of range impedance alert triggered again. This time, noise was also observed on the rv channel. The patient was seen again and reprogrammed back to bipolar. The patient will continue to be monitored. No adverse patient effects were reported.